Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the rca. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered and excessive force was used. It was reported that stent deformation occurred in vivo during positioning. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed and the patient is alive with no injury.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid-stent wraps with struts raised. Misalignment was noted to the proximal stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.